Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: kinking of guidewire at the time of insertion. No patient harm reported. The device was removed in its entirety and replaced. An x-ray was performed. The patient's condition is reported as fine.

Event description:
The complaint is reported as: kinking of guidewire at the time of insertion. No patient harm reported. The device was removed in its entirety and replaced. An x-ray was performed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint investigation. No obvious defects or anomalies were observed. Visual analysis did not reveal any kinks or defects on the guide wire. The distal j-bend appeared to be intact and normally shaped. Microscopic examination revealed that the distal and proximal welds were spherical and intact. No defects were observed on any of the other kit components. The guide wire total length measured 456mm which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .797mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned catheter. Little to no resistance was observed as the guide wire passed completely through the catheter. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was not confirmed through complaint investigation. Visual analysis of the returned guide wire did not reveal any kinks/defects of any kind. The guide wire also met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.